Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the primary follow-up, the patient had pre-syncope with an increase in impedance and a loss of capture on the right ventricular lead. The lead was replaced and the patient was stable.